Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2017 a patient¿s (pt) family member reported to our affiliate in (B)(6) that a pt had pain in the right eye after removing the acuvue 1-day trueye brand contact lens on (B)(6) 2017. The pt went to an eye clinic on (B)(6) 2017 and was diagnosed with deep staining right eye. The pt was prescribed niflan drops, cravit ophthalmic solution and tarvid eye ointment. The pt was instructed to discontinue contact lens wear for a week and advised to return to the eye clinic on (B)(6) 2017. On (B)(6) 2017 the pt returned to the clinic and was advised that shallow staining was still noted on the right eye. The pt was not instructed to discontinue contact lens wear, but was advised to return to the clinic on (B)(6) 2017. The pt was prescribed niflan drops and cravit ophthalmic solution. On (B)(6) 2017 a medical interview was provided by the pts treating eye clinic and the additional medical information was provided as follows: the pt was seen at the eye clinic on (B)(6) 2017; the eye care provider (ecp) reported that the pt bought lenses on the internet; the last eye exam was (B)(6) 2016. The pt had staining on the right eye which was ¿relatively severe¿; the ecp reported the diagnosis was corneal erosion; however after checking the staining, the ecp reported the deep corneal staining corresponded to a corneal ulcer; focal site and size: superior, at 2 o¿clock position, off pupil, about 1-2 mm; the ecp reported the corneal ulcer was bacterial; the ecp reported the pt wore the lenses for a ¿very extended period of time, 16-17 hours a day, the pt wore the contact lens for prolonged hours and slept without removing the contact lens¿; the corneal ulcer responded well to antibiotic medication. On (B)(6) 2017 a call was placed to the pts family member who reported the pt had a follow-up appointment on (B)(6) 2017; the pts family member reported the pt had no pain in the right eye. On (B)(6) 2017 a medical interview was conducted with the pts ecp and the additional information was provided as follows: on (B)(6) 2017 the pt visited the eye clinic; the diagnosis was changed from corneal ulcer to infectious corneal infiltration od; infectiveness: admitted from findings and it really responded well to antibiotic medication; culture: not conducted; size of the inflation less than 1 mm; symptom: redness and pain, which were not severe; va affect: not va affected corrected va: od 1.2; treatment: cravit ophthalmic solution 1.5% 4-5 times / day, niflan drops 0.1% 4-5 times / day, tirivid eye ointment 0.3% tid; the va was not affected; the ecp reported ¿the symptom would resolve promptly even though scarring would be left¿; the pt denied sleeping in the lenses, but the ecp states he/she thought the pt slept without removing the lens the night before; the ecp also reported the pt wore the lenses from (B)(6) 2017 after the pt was instructed to discontinue contact lens wear; on (B)(6) 2017 the pt returned to the clinic and was improved; the ecp instructed the pt to continue to apply eye drops and an eye ointment; the pt was to continue to not wear the lenses; however the pt reported he/she would wear the lens for a short time as the pt left town and wanted to wear the lens during the stay; the pt was advised to discontinue contact lens wear and return to the clinic; on (B)(6) 2017 the redness in the right eye was resolved; on (B)(6) 2017 the pt had a follow-up visit at the clinic only to get additional prescription medication; the pt did not see the ecp. On (B)(6) 2017, the pt came to the office for a follow-up visit; outcome: recovery; symptom: healed with scar formation was confirmed; treatment: apply eye drops another 2-3 days, then discontinued; no instructions to discontinue cl wear or to return to the clinic. No additional medical information was provided; no additional medical information is expected. The suspect lens was discarded. A lot history review was performed for lot 4959660106: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4959660106 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.